Event description:
It was reported that the customer experienced elevated blood glucose levels; (369 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels. Troubleshooting was performed and pump appears to be functioning as expected.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.